Event description:
Dexcom no longer covers adhesive failure of their g6 sensors, covering only up to 3 good-will replacements a year. Sensors are supposed to last 10 days; if the adhesive fails and the sensor comes off, there is no way to re-insert the sensor and thus the user must replace with a new sensor. I am active and sweat, and the adhesive fails often - even when I use supplementary adhesive products to try and ensure each sensor makes it to 10 days. I had a sensor fail 3 days into a 10 day session due to the adhesive and have been rejected a replacement as I've already reached the arbitrary 3 good-will replacements (all due to adhesive failure). As the adhesive is a core component of the sensor being able to be within the body, it should be part of the product, and if/when the adhesive fails, the product should be replaced by dexcom. Because insurance companies are very strict on how much type 1 diabetes supplies, they cover, I have no option to have continuous glucose monitoring for 1 week (7 days) between shipments. I am left to using a diabetic meter, which is inferior to continuous glucose monitoring in that it is much harder to identify early spikes or drops, increasing the burden on kidneys (high blood sugars) or an adverse event such as hospitalization for low blood sugars. The lot number of the sensor that failed is 7348657. Reference report mw5164800, mw5164801.